Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had buttons were hard to push. Customer stated that the color and print of buttons was fading. When the insulin pump was stopped rewinding it was slowed down and it was stopped moving, no alerts received. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device received with no button response due to flattened dome switch on bolus, esc, act, up arrow and down arrow button. The connector was inspected and locked on lcd board. Unable to verify rewind anomaly. The test reservoir was able to lock in place.